Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned pump. A specific cause for the reported driveline infection cannot be determined. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition had areas that appeared denatured and the contact marks and evidence of deposition on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present while the pump was operating. The deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: kink in inflow cannula was discovered causing near syncope and renal symptoms. Diagnosed via CT scan. Device replacement required. Additional information also indicated: did patient experience a thrombus event (suspected or confirmed): yes hemolysis, renal insufficiency and near syncope.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels that the mechanical circulatory support team had been monitoring closely for worsening levels. It was decided that the pump would be exchanged for several reasons including elevated ldh and a chronic driveline infection. The patient's urine remained clear throughout the elevated ldh episodes but the patient symptoms worsened over the past several weeks and it was decided to exchange the pump from one lvad to another lvad.

Manufacturer narrative:
Approximate age of device: 2 yr, 4 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.